Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Diameter of aorta at renal artery at implant and currently 24mm, length of proximal aortic neck at implant and currently 1cm, degree of angulation at implant and currently 60, vessel tortuosity at implant and currently 60, and vessel calcification at implant and currently is none. It was reported that the patient presented emergently with a contained rupture of an abdominal aortic aneurysm. The patient's systolic pressure was in the 60's. The physician performed bilateral cutdowns. Angiography revealed that the previously-implanted aneurx device migrated approximately 4-5 cm from the renal arteries, resulting in a type I endoleak. In addition, the distal right common iliac limb of the main body of the stent graft had been pulled out into the aneurysm, creating a leak at the distal portion of the stent graft. The rupture was repaired using an endurant ii aui, an endurant ii cuff and a talent occluder. Because of difficulty in visualizing the renal arteries, the aui was deployed low. As a result, the 36x49 aortic cuff was deployed and was able to seal the leak. The talent occluder was used to plug the leak at the right common iliac, which was reported to be very tortuous. The patient also had a fem-fem bypass. The physician who performed the repair was not the same physician that performed the index procedure. The physician does not know the cause of the aneurx migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak, rupture. Cause of event is unknown. Conclusion: stent graft migration, endoleak, rupture. Cause of event is unknown.